Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the battery compartment of the device had been damaged and the downstream occlusion seal had separated. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation found the battery compartment was damaged and downstream occlusion (dso) sensor seal was separated. Service history review identified this device was last serviced in 14-mar-2023 for dso seal bubbled and the current complaint is related to previous service of the device. The reported problem was verified. Replaced battery compartment and dso seal to correct the issue. The device passed all functional tests after the repair.